Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be use error, inappropriate bypass of the initial drain without low drain volume alarm occurring. Homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass initial drain and states "contact your dialysis center to learn when it is safe to bypass." Page 18-37 also has the warning: "bypassing an initial drain when there is still fluid left in the peritoneal cavity can result in an increased intraperitoneal volume (iipv) situation later in your therapy. Change your position or sit up to aid draining completely during the initial drain". If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013, 23:30:37. During night drain cycle one, the patient's ultrafiltration reading was 2393ml, indicating the home patient (hp) drained 2393ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.